Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room with hyperglycemia on 26-oct-2025. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and ketone levels were at 2.2 mmol/l while wearing the pod on the arm for between 37 and 48 hours. Symptoms reported include nausea, fatigue and feeling unsteady. Patient administered several boluses, confirmed 31.7 units in total with no effect. The patient wad diagnosed with hyperglycemia and a chest x-ray and a full blood screen was performed. The patient received intravenous fluids for treatment. The patient was released from hospital general del h.u.r. De málaga after approximately 5 hours. The patient resides in the united kingdom and the incident occurred in spain.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.